Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a month after implant the lead exhibited capture thresholds of 4 v and sensing thresholds at 3 mv. An x-ray revealed a "crack" in the lead. When the lead was removed, blood was noted in the lead.